Event description:
While performing a revision surgery, the surgeon experienced difficulty inserting the liner(s). As a result a subsequent additional surgery was performed two days later.

Manufacturer narrative:
.

Event description:
A revision was performed due to a stiff knee.